Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed in the archive review but not during the initial functional testing. The autopulse platform worked as intended. As per the customer, the autopulse platform is stored in the temperature-controlled area and the platform was on the hard surface when the platform was tested. Factors such as ambient storage conditions (e.g. A fire truck sitting in a hot and humid environment and/or being exposed to direct sunlight for long hours) will increase the internal temperature of the autopulse platform and could cause the occurrence of the user advisory (ua) 41 error message. Upon visual inspection, unrelated to the reported complaint, a cracked front enclosure, and the top cover, and bent battery lock were observed likely due to user mishandling such as a drop. The damaged front enclosure and the top cover, and the battery lock were replaced to address these issues. The autopulse platform passed the initial functional test without any fault or error. A review of the archive data showed multiple user advisory (ua) 41 error messages occurred around the reported event date, thus confirming the reported complaint. Nevertheless, the temperature sensor needs to be replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with serial number (B)(4). Ccr 16882 was reported on july 11, 2014, and the temperature sensor was replaced to remedy the issue.

Event description:
During shift check, the autopulse platform (sn (B)(4) ) displayed a user advisory (ua) 41 (patient temperature sensor failure) error message. The platform was on the table when the device displayed the error. Per the reporter, a platform is a reserve unit that is left inside a temperature-controlled area. No patient involvement.